Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a missing battery door. During the motor functional testing, an alarm was sounding constantly and the valves were also stuck. The customer reported complaint was duplicated. The cause was found to be from debris from the broken battery compartment that blocks the gears. The gears were inspected and cleaned and grease was applied in addition to performing preventative maintenance. The device passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump showed last error code 41622. There was no patent involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.